Manufacturer narrative:
B3 - date of event is unknown. The suspected device was returned for evaluation. There was no 12-month service history during the review. Visual inspection had been performed and no anomalies were noted. Event log reviewed and reported failure mode was observed in event logs history. However, customer complaint no disposable alarm could not be confirmed or replicated by functional testing. The cause of the reported issue was possible defective downstream, upstream sensor or cassette product.

Event description:
It was reported that pump displayed no disposable alarm during use. There was a patient involvement and there were no additional adverse consequences.